Event description:
It was reported that the system 2600's images became very blurry during a procedure, eventually, becoming unusable. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the image intensifier power supply needed to be replaced. The system was tested and found to be working as intended and placed back into service.